Manufacturer narrative:
(B) (4).

Event description:
While stimulation is turned on, the patient has a loss of therapeutic effect on the right side. Additional information has been requested, a follow-up will be sent when additional information becomes available.